Manufacturer narrative:
Follow-up #1: date of submission 9/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2016 with the following findings: the error is resident to flash chip (u39).the battery compartment is cracked below the grip pad the ¿cs69¿ failure is defined as language file corruption while retrieving the language text and confirmed in the history. Hard ¿cs69¿ alarm was reproduced during the rewind step.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service 069 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
(B)(4).